Manufacturer narrative:
¿E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
It was reported that a spectrum pump powered off without user input while connected to the battery. This occurred upon power up in the telemetry department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of battery problem/ turn off" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.